Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with complaints of dizziness. The right ventricular lead exhibited increasing capture threshold values with intermittent under-sensing. An insulation break was suspected, and the lead was replaced. There were no further adverse consequences reported.